Event description:
Noise seen on ra lead during inappropriate vf episode. Ra noise not seen during in person follow-up. Recommended discussing lead integrity concerns with physician. Device remains implanted.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes, the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.